Manufacturer narrative:
Device received with all operating currents within specification and passed functional testing including the rewind test, self-test, a21 error test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test. Also, device passed the delivery accuracy test at 0.08820 inches. No possible over and under delivery anomaly noted. Device was downloaded and all bolus delivered were found at the care link pro report. No unexpected prime or fill anomaly noted during testing. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated the insulin pump was short on delivery as the bolus history, and basal totals 121.8, but the daily totals screen shows a daily total amount of 101.6, much less than what should be listed. Customer stated that they had symptoms such as nausea. Customer stated that drive support cap was normal. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.